Event description:
It was reported that during device check, pacing lead impedance and threshold was found to be high. The pacing lead impedance was higher than upper limit. Lead malfunction was suspected. The lead was replaced on (B)(6) 2017. There were no adverse consequences to the patient. Patient¿s condition was stable.

Event description:
Additional information received notes that the lead was capped and replaced on (B)(6)2017.